Event description:
A fax from the physician's office was later received indicating the high impedance was first observed on the date of the replacement surgery. On the date of surgery, prior to replacement, system diagnostics were run and showed a dcdc value of 4, which was above normal limits indicating an issue with the device. A new generator was placed on the existing lead and system diagnostics were again performed showing a dcdc value of 5, which is also about normal limits and confirmed an issue with the lead. The lead was then replaced and a different new generator was attached to the new lead. A second new generator was needed as the first new generator used on the old lead was specific to a dual-pin lead. Once the lead was replaced, it was replaced with a single-pin lead therefore a generator specific to single-pin leads was needed.

Event description:
An implant card was received by the manufacturer in regards to the patient's vns replacement. It was noted the replacement occurred due to high impedance; however, no additional information was provided. The in-house programming history database was reviewed and showing information from date of implant through 2015. No anomalies related to the high impedance reported were found. The diagnostics showed the device was working as intended through 2015. Attempts for product return were unsuccessful. Attempts for additional relevant information have been unsuccessful to date.